Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported that the patient faced diabetic ketoacidosis and dehydration. Therefore, the patient was admitted to hospital at 6 : 00 am. The blood glucose level of the patient at the time of hospitalization was 600 mg/dl. Moreover, the patient felt sick, vomited. During hospitalization, the patient received intravenous infusion. The patient stayed in hospital for one day. Currently, the blood glucose level of the patient was 327 mg/dl. No further information was available.